Event description:
It was reported by the affiliate that the device was used during a varix procedure. It was reported that the clips would not deliver (feed). The case was completed with another device and there was no consequence to the pt.